Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found the nozzle was clogged with foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material was not removed since the reprocessing was not conducted properly for leakage due to damage of the biopsy channel. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 "preparation and inspection". IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the nozzle was clogged with foreign material. There were no reports of patient involvement.